Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating she had a left knee replacement done on (B)(6) 2012. Patient is experiencing pain, swelling, burning sensation, difficulty sleeping and she feels her knee is heavy. She also mentioned that her doctor said her knee is bone to bone and that there is fluid in her knee. Patient wants to know if her implants are part of a recall and also mentioned she wants compensation for all her suffering and money spent on tests and doctors visits.